Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. Review of the device log did confirm the pads/paddles short message, however, it does not indicate a device malfunction. This is normal operation of the device when multifunction cable is connected to the shorting plug. The device worked as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.